Event description:
It was reported that during a total gastrectomy the device felt as if it was connected with something when it released. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, and malformed 2 clips due to an anti-backup failure, the subsequent firings resulted in 3 conforming clips the remaining clips. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.